Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the insulin pump received recurring no delivery alarms. The customer¿s blood glucose level was 300 mg/dl. The customer stated they have tried all remedies. The customer had tried different cannula lengths. Customer stated the tubing was not bent or kinked. The customer was advised to revert to back up plan. The device will be returned for analysis.